Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5). As found condition: the react-71 catheter was returned for evaluation inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal tip and marker band were found to be flattened. The catheter body was also found to be kinked at 30.5cm and 53.0cm from the distal tip. No flash or voids molded were observed in the hub. Testing/analysis: the usable length of the catheter was measured to be within specifications. The catheter was flushed with water and found to be patent. The catheter was tested with an in-house 0.050" mandrel through hub with no issues. However, it got stuck at 53.0cm from the distal tip. No other anomalies were observed. Conclusion: based on the analysis findings, the customer report of "catheter kink/damage" and "catheter resistance" was confirmed as the returned react-71 catheter was found to be flattened and kinked. However, the root cause could not be determined. Possible cause includes vessel tortuosity. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an emergency thrombectomy procedure using a react-71 catheter, the patient, who had a medical history of hypertension, was treated for an acute large artery occlusion at the middle cerebral artery m1. The catheter encountered several procedural issues, including an inability to pass the curved part of the ophthalmic artery, kinking at the distal end, and resistance at the distal end. The catheter was assessed to be possibly damaged. The procedure involved accessing the femoral artery, which had a diameter of 9mm, and the vessel tortuosity was noted to be normal. The surgeon adjusted the micro-catheter and withdrew the react-71 catheter for safety reasons, replacing it with the same type of suction catheter. The ophthalmic artery was successfully passed, and the surgery was completed after two suctions. The patient outcome was reported as alive with no injury. Additional information was received. The patient had been discharged and was recovering. Actions/interventions included the surgeon reported that he felt the resistance increased and asked his assistant to push external support gudding to go upper to the c1 end, but the resistance was still large and the problem of kinked occurred. The surgeon analyzed the cause of the resistance, ruled out the product itself, there may be two reasons: one was to continue to push the micro guidewire to go upper, and the other was to remove the gudding, replace it with the uromax long sheath, and increased external support.